Event description:
Drive devilbiss healthcare is the initial al importer of the device which is a shower char. We are filing this report in an over-abundance of caution due to an MDR regression analysis. The unit was not returned for evaluation. While using the device in the shower the leg broke, the end-user fell and hit her head on the sink. She went to the doctor. No serious injuries were sustained however, she attended therapy and stopped due to a swollen knee. Since the device was not returned and pictures not provided a root cause could not be ascertained. Historical data of complaints of the same nature were reviewed and found very limited reporting and a four percent defect rate over two years.